Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a healthcare provider (hcp) regarding a patient with an implanted neuro stimulator (ins) for movement disorders. It was reported that the patient was in the emergency room in a catatonic state; the patient could only respond to yes/no questions by moving their eyes to the left and right. They were also having difficulty breathing and swallowing. The ins was currently off and appeared to be discharged. Troubleshooting resolved the issue, as the device was able to start charging and they got 8 coupling bars. Despite stimulation not being on at first because the charge was too low, once they started charging the ins the patient was able to speak and move their hands and toes. No further complications were reported as a result of this event.